Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat a symptomatic rectocele, vaginal vault prolapse and stress urinary incontinence. It was reported that following insertion the patient experienced pain, infection, urinary problems, bowel problems, bleeding, recurrence, dyspareunia and neuromuscular problems. No additional information was provided. (B)(4). This is one of two medwatches being submitted as two devices were involved in this event. See medwatch 2210968-2013-01289. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.this is one of two medwatches being submitted as two devices were involved in this event. See medwatch 2210968-2013-01289. The same patient is represented in each medwatch.

Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2011 and mesh was implanted into the patient. The patient experienced pain, mesh erosion, infection, bleeding, vaginal scarring/shrinkage and exposure/extrusion/protrusion, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that the patient had the concurrent procedures of cystoscopy, posterior repair with mesh, perineoplasty, sacrospinous ligament fixation performed during mesh implantation.

Manufacturer narrative:
Date sent to the FDA: 07/18/2016.